Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the stain/material was unable to be identified. The event can be prevented by following the instructions for use: "bf type p180/q180/1t180/1tq180 reprocessing manual 3.5 manual cleaning states preventive measures." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was red staining/bioburden in the biopsy channel of the evis exera ii bronchovideoscope found during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was a stain at the bending section of the forceps passage/channel. The distal end plastic cover was chipped and there was a hold in the insertion tube that caused the insertion tube insulation test to fail. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.